Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the final release of this transcatheter bioprosthetic valve into a previously implanted surgical aortic valve (sav), the transcatheter valve dislodged out of the previous sav frame. The valve was snared into the ascending aorta. A second transcatheter valve was implanted. No adverse patient effects were reported.